Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient mentioned not feeling well, with syncopal episodes. According to additional information received from the field representative, no pacemaker malfunction was found in clinic. The pacemaker needs to be changed out soon due to elective replacement indicator but remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient mentioned not feeling well, with syncopal episodes. The pacemaker needs to be changed out soon but remains in service at this time. No additional adverse patient effects were reported.